Event description:
It was reported that the user experienced difficulty performing a supply change and chose to wait for a family member to assist, during which blood glucose was elevated with a reported high of 206 mg/dl and another value of 187 mg/dl for approximately 15 minutes without use of backup therapy or ketone testing. Symptoms included no loss of consciousness, dizziness, diabetic ketoacidosis, or other acute clinical effects. Outcomes included no medical intervention, no hospitalization, and no additional assistance beyond customer support. Investigation included customer support troubleshooting and education with no device alerts or alarms reported. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia, with the event associated with user difficulty completing the supply change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.